Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "called patient back at 3:18pm. Patient states she is a rare disease and immune condition patient and that her port is damaged due to the bd/bard port access needles she has been using. Patient states her infusion supply company received a non-certified port access recall letter two days ago and had been sending her bard safe step port access needles (no reference or lot numbers provided) versus the powerloc max port access needles that had not been working well for her. Patient states she was infusing overnight using the new needles and now has a lump in her chest. Patient believes her port is now damaged. Patient has upcoming appointment with surgeon to evaluate the condition of her port. Patient states she has been in contact with the ER and is going there now for infusion purposes, her hcp, her infectious disease doctor, and her surgeon regarding her port concerns" medwatch rcvd (B)(6)2020: patient reported that huber powerloc needle line is splitting. She switched to safestep, which was also splitting. Then a recall on these products was released. The patient developed swelling and a lump at her port site. She then developed fever and was hospitalized. Her port is being removed and a midline will IV will be placed so that she receive IV antibiotics. More information to follow after she is released from the hospital and we can get a full time line of events and lot numbers. Huber powerloc 22gx1 (lot# ascyf018, ascyf019, asczf026, asdrf047, asdrf048, asdrf049, asdrf050) huber safestep 22x0.5 (lot# ascyf013, ascyf014, asczf029, ascvf035, ascvf038, ascvf042); huber safestep 22x1 (lot# asdnf034, asdnf049, asdnf055, asdpf015, asdpf017, asdpf024, asdpf025, asdpf026, asdqf017, asdrf066, asdrf066, asduf120, asdvf004, asdvf009, asdvf013, asdvf016, asdvf025)

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "called patient back at 3:18pm. Patient states she is a rare disease and immune condition patient and that her port is damaged due to the bd/bard port access needles she has been using. Patient states her infusion supply company received a non-certified port access recall letter two days ago and had been sending her bard safe step port access needles (no reference or lot numbers provided) versus the powerloc max port access needles that had not been working well for her. Patient states she was infusing overnight using the new needles and now has a lump in her chest. Patient believes her port is now damaged. Patient has upcoming appointment with surgeon to evaluate the condition of her port. Patient states she has been in contact with the ER and is going there now for infusion purposes, her hcp, her infectious disease doctor, and her surgeon regarding her port concerns"